Event description:
Customer reports to have experienced keypad anomaly. Customer reports that insulin pump was wet due to rain and buttons were unresponsive. Customer also reports to have received a battery out limit alarm. Customer's blood glucose was 175 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error or battery out limit alarms were noted. The pump had no button response due to corroded keypad traces. Unable to test the operating currents, unexpected low battery alarm and off no power alarm, or perform a carelink download due to unresponsive buttons. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube window. No moisture damage was noted on the electronic assembly or on motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.